Event description:
Description of event according to initial reporter: cook celect filter indwelling for one year. It seems as though the hook for snaring the filter came undone and made it difficult to retrieve it. The physician had to resort to forceps. In the commentary the physician states that this has happened to him before too with tulip and celect ivc filters. Ivc filter grasped no problem, but apparently too much elbow grease when advancing the sheath. Hook bent straight up and snare came off in sheath but legs still embedded. Switched to forceps. 'Integra 60 cm laryngeal crocodile forceps through a 16 french sheath. Conscious sedation with continuous monitoring.' Patient outcome: the patient did require additional procedures due to this occurrence, as stated in description of event.